Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. Per the implant records, a venacavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. Of note, the patient was to return in 4 to 6 weeks for filter removal using right or left common femoral vein access unless long-term ivc filter was indicated. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture and occlusion. Per the patient profile form (ppf), the patient reports blood clots, clotting and occlusion of the ivc and fractured filter struts retained within the ivc, and anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture and occlusion. Per the implant records, using ultrasound guidance, the right common femoral vein was entered using a micropuncture needle. A venogram was performed demonstrating patency of the right common iliac vein, right external iliac vein, right common femoral vein, and the position of the renal veins bilaterally. An optease filter was placed and deployed successfully at the infrarenal level with no immediate complications. Of note, the patient was to return in 4 to 6 weeks for filter removal using right or left common femoral vein access unless long-term inferior vena cava (ivc) filter was indicated. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting and occlusion of the ivc and fractured filter struts retained within the ivc, becoming aware of these events approximately thirteen years and four months after the filter implantation. The patient further experienced anxiety related to the filter.